Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage on the electronic assembly. The currents are within specification and no unexpected battery out limit. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported a battery out limit alarm occurring. The customer stated the buttons were unresponsive to clear the alarm. Customer's blood glucose was 140 mg/dl. The customer also reported the insulin pump was submerged in the water prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.